Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose pitch cable. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator, however the grips moved in the opposite direction. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the fenestrated bipolar forceps instrument could not grasp or retract after 1 hour and a half after starting the surgery. Customer checked visually the instrument after removal but found no breaks or stretches. Because it was nearing the end of surgery, the customer ended the procedure without changing instruments. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: there was no reported injury to the patient. The instrument presented limited or imprecise motion. The event date was confirmed to be on 11/11/2024.